Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and self test due to due to physical damaged to lcd glass. Pump history download using thds was successful. However, there is no data available on ( 06-nov-2024), unable to perform data analysis for high bg complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Customer complaint partial display anomaly-missing segments/partial display is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, damage (physical or cosmetic), high blood glucose. The customer reported blood glucose value of 23 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-712wws. Customer reported a partial display. Customer inserted a new fully charged battery and display did not return to normal or self test failed. Customer has been using the insulin pump system within 48hrs of reported high bg event. It was unknown whether the auto mode feature was active at the time of event or not. No further patient complications were reported. Mmt-712wws was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.